Manufacturer narrative:
The specific component of the anchorfast device associated with the reported adhesive integrity issue was not identified so a trend analysis could not be conducted. Additionally, a review of the device history record (DHR) was not feasible, as the lot number was not provided. The product sample was not retained for return so a sample evaluation could not be conducted. Consequently, the root cause of the reported issue could not be determined. Only the device identifier (di) portion of the unique device identifier (UDI) was available, as the lot number was not included in the report.

Event description:
Event 2 of 2. It was reported that after the hollister anchorfast endotracheal tube fastener had been in place, the ett migrated up. It was further reported that there was lack of adhesive integrity. Additionally, it was reported there was no change in vital signs, or patient harm and that the anchorfast was replaced with a new one.